Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned complaint device consisted of a rotapro catheter. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed damage to the annulus. Device to device interaction test was performed by inserting a test guidewire into through the device. It did not pass through the coil. The coil was cut and foreign material was found inside. The foreign material that was found is fibrous. This suggests that the device may have come in contact with a fibrous material during the first run. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11jun2020. It was reported that guidewire restriction occurred. A 1.25mm rotapro was selected for use. After the first run with the rotapro, the guidewire became stuck and could not advance through the advancer outside the patient. The device was removed from use. The same guidewire was used with another rotapro device to complete the procedure. There were no patient complications reported. However, device analysis revealed foreign material inside the coil.